Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced a stoma site infection with purulent and foul smelling liquid. On (B)(6) 2022, the patient was prescribed augmentin 1g oral for ten days. A culture of the stoma site was also taken at this time which was positive for proteus mirabilis, sensitive to amoxicillin/clavulanic acid. The stoma site infection improved with the course of antibiotics, but remained irritated with serous liquid present.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.